Event description:
This device was implanted on (B)(6) 2016 and was explanted on (B)(6) 2018. In a form scanned by medical records on 07/23/2018 it was noted that the device was explanted due to failure capture and under manufacturer advisory/recall. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).